Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged at the distal end, stretching over the markerband and the bumper tip. The stent struts at the proximal end of the crimped stent were bunched and lifted upwards from the stent profile. A visual and tactile examination found no issues with the hypotube shaft. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks across the length of the inner wire lumen. This type of damage is consistent with excessive pressure being applied resulting in the inner lumen stretching. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2015. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. Following pre-dilatation of the lesion with a 1.5x12mm balloon catheter, a 28 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion, even after several attempts. The procedure was stopped and the patient was only given medication. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.